Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('chronic salpingitis') and embedded device ('embedded in the uterus') in a 45-year-old female patient who had essure (batch no. C06515) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hemorrhoids, multigravida, parity 3, miscarriage, elective abortion, caesarean section (1997, 2004) and chlamydial infection (1989). Previously administered products included for an unreported indication: depo provera and lexapro. Concurrent conditions included cramp in lower abdomen, loss of energy, dizziness, shortness of breath, weakness and loss of balance. Concomitant products included bupropion, diazepam, ethinylestradiol;ferrous fumarate;norethisterone acetate (lomedia 24 fe), hydrocodone, ibuprofen, ibuprofen (motrin ib), iron, loratadine, loratadine, pseudoephedrine sulfate (claritin-d allergy), sertraline and venlafaxine. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain ("pain"), dysmenorrhoea ("dysmenorrhea") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2015, the patient experienced amnesia ("neurological conditions / problems: memory loss"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and alopecia ("hair loss"). In 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), hot flush ("hormonal changes:hot flashes"), depression ("psychological or psychiatric problems: depression"), vision blurred ("vision/eye problems: blurry vision") and eye movement disorder ("twitching eyes"). In (B)(6) 2015, the patient experienced fatigue ("fatigue") and migraine ("migraines/ headaches"). In (B)(6) 2015, the patient experienced allergy to metals ("allergic or hypersensitivity reaction: silver"). On (B)(6) 2016, the patient experienced bladder disorder ("bladder or urinary problems/changes") and urinary tract disorder ("urinary problems"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion ("essure embedded in the uterus"), abdominal pain ("abdominal pain"), incontinence ("incontinence") and anxiety ("anxiety"). The patient was treated with surgery (laparoscopic partial bilateral salpingectomy, removal of foreign body). Essure was removed on (B)(6) 2016. At the time of the report, the salpingitis, embedded device, device expulsion, pelvic pain, abdominal pain, dyspareunia, allergy to metals, female sexual dysfunction, hot flush, amnesia, depression, vision blurred, eye movement disorder, bladder disorder, urinary tract disorder and anxiety outcome was unknown and the dysmenorrhoea, vaginal haemorrhage, menorrhagia, fatigue, alopecia, migraine and incontinence had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, amnesia, anxiety, bladder disorder, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, eye movement disorder, fatigue, female sexual dysfunction, hot flush, incontinence, menorrhagia, migraine, pelvic pain, salpingitis, urinary tract disorder, vaginal haemorrhage and vision blurred to be related to essure. The reporter commented: the essure coils were inserted without difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2015: total bilateral occlusion. Pathology test on (B)(6) 2016: right fallopian tube: metallic coil consistent with essure device. Left fallopian tube: metallic coil consistent with essure device.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia, pelvic pain, menorrhagia, vision blurred, headaches, amnesia, depression. Concerning the injuries reported in this case, the following ones were in patient¿s medical records : embedded device, device expulsion, salpingitis. Batch no-c06515, production date-2013-12-23, expiration date-2016-12-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-aug-2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('chronic salpingitis'), embedded device ('embedded in the uterus'), fallopian tube perforation ('perforation: fallopian tubes') and genital haemorrhage ('bleeding gen. Abnormal. Bleed') in a 45-year-old female patient who had essure (batch no. C06515) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hemorrhoids, multigravida, parity 3, miscarriage, elective abortion, caesarean section (1997, 2004) and chlamydial infection (1989). Previously administered products included for an unreported indication: depo provera and lexapro. Concurrent conditions included cramp in lower abdomen, loss of energy, dizziness, shortness of breath, weakness and loss of balance. Concomitant products included bupropion, diazepam, ethinylestradiol;ferrous fumarate;norethisterone acetate (lomedia 24 fe), hydrocodone, ibuprofen, ibuprofen (motrin ib), iron, loratadine, loratadine, pseudoephedrine sulfate (claritin-d allergy), sertraline and venlafaxine. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain ("pain"), dysmenorrhoea ("dysmenorrhea") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2015, the patient experienced amnesia ("neurological conditions / problems: memory loss/other: memory loss"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and alopecia ("hair loss/other injuries/symptoms :hair loss"). In 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), hot flush ("hormonal changes:hot flashes/other: hormonal changes"), depression ("psychological or psychiatric problems: depression/psych injury"), vision blurred ("vision/eye problems: blurry vision/other injuries/symptoms :vision problems") and eye movement disorder ("other: twitching eyes"). In (B)(6) 2015, the patient experienced fatigue ("fatigue/other injuries/symptoms :fatigue") and migraine ("migraines/ headaches/other injuries/symptoms : migraine"). In (B)(6) 2015, the patient experienced allergy to metals ("allergic or hypersensitivity reaction: silver"). On (B)(6) 2016, the patient experienced bladder disorder ("bladder or urinary problems/changes/bladder/urinary problems: vaginal infection") and urinary tract disorder ("urinary problems/bladder/urinary problems: vaginal infection"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), device expulsion ("essure embedded in the uterus"), abdominal pain ("abdominal pain"), incontinence ("incontinence"), anxiety ("anxiety/psych injury"), back pain ("pain: back"), hypersensitivity ("allergy: hypersensitivity"), vaginal infection ("bladder/urinary problems: vaginal infection"), headache ("other injuries/symptoms : headaches"), tooth disorder ("other injuries/symptoms :dental problems"), gastrointestinal disorder ("other injuries/symptoms: gi conditions"), vulvovaginal dryness ("other: vaginal dryness") and loss of libido ("other: no libido"). The patient was treated with surgery (laparoscopic partial bilateral salpingectomy, removal of foreign body). Essure was removed on (B)(6) 2016. At the time of the report, the salpingitis, embedded device, fallopian tube perforation, device expulsion, allergy to metals, female sexual dysfunction, depression, anxiety and hypersensitivity outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, fatigue, alopecia, hot flush, migraine, amnesia, vision blurred, eye movement disorder, bladder disorder, urinary tract disorder, incontinence, back pain, vaginal infection, headache, tooth disorder, gastrointestinal disorder, vulvovaginal dryness and loss of libido had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, amnesia, anxiety, back pain, bladder disorder, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, eye movement disorder, fallopian tube perforation, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hot flush, hypersensitivity, incontinence, loss of libido, menorrhagia, migraine, pelvic pain, salpingitis, tooth disorder, urinary tract disorder, vaginal haemorrhage, vaginal infection, vision blurred and vulvovaginal dryness to be related to essure. The reporter commented: the essure coils were inserted without difficulty diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Pathology test - on (B)(6) 2016: right fallopian tube: metallic coil consistent with essure device. Left fallopian tube: metallic coil consistent with essure device. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia, pelvic pain, menorrhagia, vision blurred, headaches, amnesia, depression. Concerning the injuries reported in this case, the following ones were in patient¿s medical records : embedded device, device expulsion, salpingitis. Batch no-c06515, production date-2013-12-23, expiration date-2016-12-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received- new events -"pain: back, bleeding gen. Abnormal. Bleed, allergy hypersensitivity, perforation: fallopian tubes, bladder/urinary problems: vaginal infection, other injuries/symptoms : headaches, gi conditions, dental problems, no libido and vaginal dryness" were added. Outcome of events- " pelvic pain, abdominal pain, dyspareunia, bladder disorder, urinary tract disorder, hormonal changes, vision problems, eye twitching and memory loss" was updated to recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('chronic salpingitis') and embedded device ('embedded in the uterus') in a (B)(6) year old female patient who had essure (batch no. C06515) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hemorrhoids, multigravida, parity 3, miscarriage, elective abortion, caesarean section (1997, 2004) and chlamydial infection (1989). Previously administered products included for an unreported indication: depo provera and lexapro. Concurrent conditions included abdominal pain lower, loss of energy, dizziness, shortness of breath, weakness and loss of balance. Concomitant products included bupropion, diazepam, ethinylestradiol;ferrous fumarate;norethisterone acetate (lomedia 24 fe), hydrocodone, ibuprofen, ibuprofen (motrin ib), iron, loratadine, loratadine, pseudoephedrine sulfate (claritin-d allergy), sertraline and venlafaxine. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain ("pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2015, the patient experienced amnesia ("neurological conditions / problems: memory loss"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and alopecia ("hair loss"). In 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), hot flush ("hormonal changes:hot flashes"), depression ("psychological or psychiatric problems: depression"), vision blurred ("vision/eye problems: blurry vision") and eye movement disorder ("twitching eyes"). In (B)(6) 2015, the patient experienced fatigue ("fatigue") and migraine ("migraines/ headaches"). In (B)(6) 2015, the patient experienced allergy to metals ("allergic or hypersensitivity reaction: silver"). On (B)(6) 2016, the patient experienced bladder disorder ("bladder or urinary problems/changes") and urinary tract disorder ("urinary problems"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion ("essure embedded in the uterus"), abdominal pain ("abdominal pain"), incontinence ("incontinence") and anxiety ("anxiety"). The patient was treated with surgery (laparoscopic partial bilateral salpingectomy, removal of foreign body). Essure was removed on (B)(6) 2016. At the time of the report, the salpingitis, embedded device, device expulsion, pelvic pain, female sexual dysfunction, dyspareunia, hot flush, amnesia, depression, vision blurred, eye movement disorder, allergy to metals, bladder disorder, urinary tract disorder, abdominal pain and anxiety outcome was unknown and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, alopecia, migraine and incontinence had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, amnesia, anxiety, bladder disorder, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, eye movement disorder, fatigue, female sexual dysfunction, hot flush, incontinence, menorrhagia, migraine, pelvic pain, salpingitis, urinary tract disorder, vaginal haemorrhage and vision blurred to be related to essure. The reporter commented: the essure coils were inserted without difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2015: total bilateral occlusion. Pathology test on (B)(6) 2016: right fallopian tube: metallic coil consistent with essure device. Left fallopian tube: metallic coil consistent with essure device. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia, pelvic pain, menorrhagia, vision blurred, headaches, amnesia, depression. Concerning the injuries reported in this case, the following ones were in patient¿s medical records : embedded device, device expulsion, salpingitis most recent follow-up information incorporated above includes: on 26-jul-2019: pfs and medical record received: previously reported event ¿injury to herself¿ updated to ¿chronic salpingitis¿, events "abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction: silver (as written), apareunia, bladder or urinary problems/changes, dysmenorrhea, dyspareunia, fatigue, hair loss, hormonal changes: hot flashes, migraines/ headaches, neurological conditions / problems: memory loss, pain, psychological or psychiatric problems: depression, anxiety ,vision/eye problems: blurry vision and twitching eyes, abdominal pain, embedded in the uterus, incontinence¿, reporter¿s information, patient demography, medical history, concomitant condition, lab data, historical drug, concomitant drugs were added. Outcome of events¿ abnormal bleeding, dysmenorrhea, migraines/headaches, fatigue, incontinence, hair loss¿ was updated as ¿recovered/resolved¿, reporter¿s information, patient demography, medical history, concomitant condition, lab data, historical drug, concomitant drugs were added. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.